Event description:
While on an ICU pt, the tubing pulled apart at the prox end while infusing and leaked. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The customer experience of set leaked was confirmed; however, the separation was noted on the silicone segment to the upper fitment and not at the prox end of set as reported by the customer. Visual inspection of the returned set revealed that the silicone tubing was almost completely separated from the upper blue fitment with jagged appearances noted on the silicone segment. The o-ring and a piece of silicone were still present on the upper fitment. Microscopic examination noted a crush mark to the upper fitment. The root cause of the partial separation on the silicone segment was not identified. Conclusion: field left blank - no available code for undetermined or unk cause.